Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing; the tuohy borst adapter was opened. The y-adapter was detached from the female luer lock. The outer sheath was elongated at the catheter reinforcement and completely torn off. The outer sheath was elongated over its entire length and showed several bends. The inner catheter protruded 5 mm from the tip. The stent graft was in the system and in place. Due to the condition of the sample, functional testing cannot be performed. The complaint is confirmed. The examination of the returned device confirmed the tear-off of the outer sheath at the reinforcement. For this reason, functional testing was not possible. The tear-off and the elongation of the outer sheath over the entire length indicates the occurrence of high deployment forces during the attempt to release the stent graft. However, as no images and no additional information was available, no further investigation could be performed and the root cause of the complaint could be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that a pta balloon had ruptured and the doctor was unable to remove the balloon fragment. He then attempted to place a stent graft over the balloon fragment the remained in the vein. As the doctor was trying to deploy the stent, he met resistance as he was pulling back and it separated at the shaft. The system was removed and the procedure was completed using another stent. It was reported that there was no patient injury.